Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they will submit any new information they become aware of. No new information.

Event description:
Caller is attempting to connect to the implantable neurostimulator (ins) prior to MRI. Caller and family have attempted and are not able to connect in the room and outside the room. Family reported communicator was charged last night. Restarted handset and reset communicator. Blue tooth light is solid. Caller can feel the ins under the skin and is over the ins and cannot find ins with the externals. Patient reported they normally feel the stim when it is on, but doesn't know when the last time is that they felt the stim. MRI needs to be done today as family is going out of town. Directed to nas hotline for possible manufacturer's representative (rep) to help. A rep later called in. The rep stated that the patient claimed that the ins has not worked in about two months. The patient handset and the caller's clinician application could not communicate with the ins. They plan to complete a scan of the patient's breast. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI I nformation. Multiple attempts were made to connect to the implant with patient and rep's equipment, but was unsuccessful. End of service (eos) could not be confirmed due to being unable to connect. Patient is contacting their managing physician for further recommendations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.